Event description:
It was reported that following a revision procedure (MFR. Report no. 3006630150-2025-05417) the patient developed postoperative infection. The patient underwent implantable pulse generator (ipg) explant procedure and was doing well postoperatively. The explanted device will not be returned as the facility would not release it.